Event description:
The pt reported that the treatment area was slightly raised and red five days after treatment with bovine collagen. The pt was seen by the physician one month later, symptoms were confirmed and no improvement noted. Physician prescribed 1% hydrocortisone cream and antihistamines.